Event description:
It was reported that the threads on holding sleeve sheared off and does not function. The surgeon used another holding sleeve to complete the procedure with no further problems. No harm to patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals, the first thread on the distal end is broken off and the remaining threads have dents and burrs. The tip cannot be inserted into a screw due to the damage. A review of the device history record did not show conditions that could have contributed to the reported event. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. Previously noted, the condition of the threads indicates that the engaged holding sleeve was partially unthreaded from the implant interface, at which point a cantilever load was applied to the assembly. This incomplete engagement allowed the cantilever force to concentrate on one section of the threads, exceeding the design limits. The breakage appears to be the result of the sleeve becoming loose during screw insertion which contributed to the breakage. This issue was previously evaluated and deemed valid. An internal action has been opened to address this issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.